Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. The product code and lot code required to search the complaint database by lot code was not supplied. The investigation could not draw any conclusions about the reported event without the product to examine and insufficient product information. Provided information stated the product was not suspected of failing to meet specifications. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised from antibiotic spacer to revision total knee. Post-op xrays revealed that the tibial stem had protruded distally through the cortex. The patient was returned to surgery and the construct was removed and replaced.